Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on distal rows 3-5, stent struts were damaged and lifted from their crimped stent positions. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 20mar2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The non-totally occluded, 18mm in length, eccentric, de novo target lesion was located in the severely tortuous, moderately calcified and 3mm in diameter right coronary artery. A 3.00x20mm promus element ¿ stent was advanced but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.